Event description:
Doctor dilated and stented one side, next he dilated the rpa. On the first dilation, the balloon ruptured. After removing the catheter it was observed that the inner lumen separated from the catheter. The doctor considered sending the pt to the operating room, but no obstruction was observed. As of 10:00 am, 12/04/96, the pt appeared to be fine.